Event description:
It was reported to boston scientific corporation that a resolution clip device was used post colonic mucosectomy on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto the target tissue and deployed; however, it was not able to be released from the delivery catheter. After manipulating the device, the clip assembly separated, but 'a piece remained attached to the clip.' The procedure was completed using this resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post colonic mucosectomy on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto the target tissue and deployed; however, it was not able to be released from the delivery catheter. After manipulating the device, the clip assembly separated, but "a piece remained attached to the clip". The procedure was completed using this resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned. The control wire was separated per design. A kink was found in the control wire. The complaint was not confirmed for clip difficult to release from catheter since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post colonic mucosectomy on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto the target tissue and deployed; however, it was not able to be released from the delivery catheter. After manipulating the device, the clip assembly separated, but "a piece remained attached to the clip." The procedure was completed using this resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.